Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 98 mg/dl 30 minutes before the call. The customer stated that alarm was received during the prime sequence. The customer was not able to program bolus because the rewinding/priming had not been completed due to the compromised force sensor system alarm. The customer had already disconnected from the pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.